Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 10.9-13.0cm from the distal tip. External insulation abrasion was found at 40.0-40.5cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.